Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples fall from stapler before the device touches the skin or does not close staples properly when used. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73m1700053 was manufactured on 12/11/2017 a total of (B)(4) pieces. Lot was released on 12/21/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be properly aligned. The stapler was returned with 36 staples left in the cartridge. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly load and close. This was repeated with the same result for the next 16 staples. To simulate skin insertion, the stapler was fired into a foam pad. Two staples were able to engage and close into the foam. On the third attempt, however, the staple was unable to form properly. The staples became misaligned at this point. The next three staples were unable to form properly due to the misalignment. It could not be determined what caused the staples to become misaligned during testing and prevent staples from properly forming. The staple tips were microscopically examined , and no burrs or defects were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign during testing and prevent staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples not closing" was confirmed based upon the sample received. Upon functional inspection, the first 17 staples fired properly. The next two staples were able to properly attach to a foam pad in order to simulate skin insertion. However, on the next attempt, the staples became misaligned which prevented staples from properly forming. It could not be determined what caused the staples to misalign during testing. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that staples fall from stapler before the device touches the skin or does not close staples properly when used. There was no patient injury.